Event description:
It was reported that during a ptca/stent procedure, the stent was successfully implanted in a mid-right coronary artery lesion. The pt was transferred to post-op and subsequently became nauseated while a closure device was applied and was returned to the cath lab. The vessel proximal to the stent was reported to be totally occluded. Three add'l stents were placed in the vessel. When the guide wire was removed, it was discovered that the tip remained in the pt. The right coronary artery became totally occluded at this time, and the EKG indicated "st" elevation. An iabp was positioned, and the pt was taken to the critical care unit. Reportedly, the final stent appeared to have been deployed over the end of the guide wire effectively trapping the tip.